Manufacturer narrative:
This case was initially received via regulatory authority (aemps, reference number: (B)(4) on 25-feb-2019. The most recent information was received on 23-apr-2019. This spontaneous case was reported by a consumer and describes the occurrence of back pain ("back pain / chronic lumbar pain") in a female patient who had essure inserted for contraception. The occurrence of additional non-serious events is detailed below. In 2012, the patient had essure inserted. On an unknown date, the patient experienced back pain (seriousness criterion medically significant), fatigue ("extreme tiredness / fatigue after going up to the second floor"), tremor ("her legs begin to shake after climbing a little hill"), dyspnoea ("she feels shot of breath"), tinnitus ("with ringing in their ears"), dizziness ("dizziness"), headache ("headaches"), the first episode of arthralgia ("joint pain / elbows pain"), coccydynia ("coccyx pain"), the second episode of arthralgia ("knee pain"), dysmenorrhoea ("presenting belly pain during the menstrual period"), vulvovaginal discomfort ("heaviness of labial lips (she cannot stand as a consequence of heaviness of labial lips)"), insomnia ("insomnia"), anxiety ("anxiety"), food intolerance ("food intolerance"), feeling abnormal ("sensation of being hypochondriac-crazy") and asthma ("probable asthma"). The patient was treated with iron and some inhalers. Essure treatment was not changed. At the time of the report, the back pain, fatigue, tremor, dyspnoea, the last episode of arthralgia, dysmenorrhoea, vulvovaginal discomfort, insomnia, anxiety and food intolerance had not resolved and the tinnitus, dizziness, headache, coccydynia, feeling abnormal and asthma outcome was unknown. The reporter considered anxiety, asthma, back pain, coccydynia, dizziness, dysmenorrhoea, dyspnoea, fatigue, feeling abnormal, food intolerance, headache, insomnia, tinnitus, tremor, vulvovaginal discomfort, the first episode of arthralgia and the second episode of arthralgia to be related to essure. The reporter commented: the patient received treatment for anemia, she took iron. After blood tests they proved that the diagnosis was not anemia then, she was referred to allergology where after some tests the physician found that it was not an allergy. The family doctor gave her some inhalers due to a probable asthma. The patient followed the treatment for several months without improvement for that reason, she saw a pulmonologist and a cardiologist but the result was the same, she had nothing. The family doctor referred the patient to the otolaryngologist who performed several tests including tests related to neurology, the patient went to the osteoarticular (as reported), but she has not received any answer/diagnosis or a medical discharge related to the pathology. The patient is waiting for the call from gynecology to get a medical appointment to remove essure. Diagnostic results (normal ranges are provided in parenthesis if available): allergy test - on an unknown date: it was not an allergy. Blood test - on an unknown date: diagnosis was not anemia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-apr-2019: quality safety evaluation of ptc. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a consumer and describes the occurrence of back pain ("back pain / chronic lumbar pain") in a female patient who had essure inserted for contraception. The occurrence of additional non-serious events is detailed below. In 2012, the patient had essure inserted. On an unknown date, the patient experienced back pain (seriousness criterion medically significant), fatigue ("extreme tiredness / fatigue after going up to the second floor"), tremor ("her legs begin to shake after climbing a little hill"), dyspnoea ("she feels shot of breath"), tinnitus ("with ringing in their ears"), dizziness ("dizziness"), headache ("headaches"), the first episode of arthralgia ("joint pain / elbows pain"), coccydynia ("coccyx pain"), the second episode of arthralgia ("knee pain"), dysmenorrhoea ("presenting belly pain during the menstrual period"), vulvovaginal discomfort ("heaviness of labial lips (she cannot stand as a consequence of heaviness of labial lips)"), insomnia ("insomnia"), anxiety ("anxiety"), food intolerance ("food intolerance"), feeling abnormal ("sensation of being hypochondriac-crazy") and asthma ("probable asthma"). The patient was treated with iron and some inhalers. Essure treatment was not changed. At the time of the report, the back pain, fatigue, tremor, dyspnoea, the last episode of arthralgia, dysmenorrhoea, vulvovaginal discomfort, insomnia, anxiety and food intolerance had not resolved and the tinnitus, dizziness, headache, coccydynia, feeling abnormal and asthma outcome was unknown. The reporter considered anxiety, asthma, back pain, coccydynia, dizziness, dysmenorrhoea, dyspnoea, fatigue, feeling abnormal, food intolerance, headache, insomnia, tinnitus, tremor, vulvovaginal discomfort, the first episode of arthralgia and the second episode of arthralgia to be related to essure. The reporter commented: the patient received treatment for anemia, she took iron. After blood tests, they proved that the diagnosis was not anemia then, she was referred to allergology where after some tests the physician found that it was not an allergy. The family doctor gave her some inhalers due to a probable asthma. The patient followed the treatment for several months without improvement for that reason, she saw a pulmonologist and a cardiologist but the result was the same, she had nothing. The family doctor referred the patient to the otolaryngologist who performed several tests including tests related to neurology, the patient went to the osteoarticular (as reported), but she has not received any answer/diagnosis or a medical discharge related to the pathology. The patient is waiting for the call from gynecology to get a medical appointment to remove essure. Diagnostic results (normal ranges are provided in parenthesis if available): allergy test - on an unknown date: it was not an allergy. Blood test - on an unknown date: diagnosis was not anemia. Device similar incident listing (dsil) comment the list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case, a search in the database was performed on 01-mar-2019 for the following meddra preferred term: back pain analysis in the global safety database revealed 618 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Dsil end. Amendment: the report was amended on 01-mar-2019 for the following reason: event back pain was upgraded to serious. No new follow-up information was received from the reporter. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.